Event description:
It was reported that the customer encountered a continuous glucose monitor (cgm) error 42. There was no adverse impact on the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the error did not reoccur, and the sensor session was successfully started.